Event description:
It was reported that the patient went to a doctor who informed him the paddles didn¿t work and ¿the paddle leads are coming out of your back.¿ the paddle lead should be removed as well as the system. The doctor informed the patient that l3, l4, and l5 needed to be fused. The patient stated that the manufacturer¿s representative (rep) was there and said nothing to the doctor about trying to revise the leads from a paddle lead to a ¿wire¿ lead. It was noted the patient wanted to have the lead revised with a ¿wire¿ lead and did not want to have the fusion. It was further reported that the doctor was referring the patient for surgery as he had new degenerative findings and to correct these issues. No troubleshooting was planned or needed for the implantable neurostimulator (ins). There were no ins related technical issues. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).